Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with amikacin injection (1gm daily for eight days, route not reported) for the event. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.